Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "forward firing at 171,505 joules." The procedure was completed during another fiber. Pt outcome: "treatment complete."